Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI:(B)(4), serial:(B)(6), batch: t00005832. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the left occipital lead had migrated which was confirmed via x-rays. Surgical intervention took place where both the lead was explanted and replaced with new leads. Effective therapy was restored.